Manufacturer narrative:
The sonicare brush head is an accessory to the 2-series power toothbrush. The brush head serial number is not available, as the product has not been returned for investigation. The manufacturing date is not available, as the product has not been returned for investigation.

Event description:
The consumer states that they swallowed the bristles from their sonicare brush head.